Manufacturer narrative:
Philips investigated the complaint and found that the appliance failed to start, and the patient table did not lock. During the onsite inspection, the philips field service engineer (fse) identified an abnormal table power-on self-test (post). Troubleshooting revealed that the potentiometer mechanism had become disconnected due to the loosening of the housing bracket. To resolve the issue, the fse restored the sensor configuration, operational settings, and housing bracket to their proper condition. After successful testing and verification, the system was returned to service in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. No harm was reported to philips. Philips has started an investigation of this complaint.